Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that: "procedure: osteosynthesis for femoral neck fracture - placement of gamma long nail. During the operation, at the time of the aiming for the cervical screw, use of a threaded kirchner wire. Several sights are performed under x-ray control in front and in profile. During the operation, the smooth part and the threaded part broke, the distal tip was found in the nail eyelet. Consequence(s) of the adverse event : increase in the duration of the procedure. Radiation exposure ++ for the operating team and the patient. Recovery action(s) taken: recovery of the threaded tip under x-ray with a long instrument. Use of a new wire and completion of the procedure."

Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the identification of the device was confirmed based on the catalog # and the lot # marked. Major deformation can be observed on the k-wire, which is highly bent. The tip of the k-wire is broken off, with the fragment being returned. The surface of the breakage gives evidence of a ductile fracture, which is indicated by the major deformation of the k-wire's tip and a non-uniform fracture surface. A dimensional and a material integrity inspection show the device being in accordance with the specifications. Based on investigation, the root cause was attributed to an user related issue. The deformation and the breakage were likely caused by excessive bending and torsional load applied without the k-wire being well aligned. As a reminder, the instructions for use clearly state: " when inserting a k-wire, it is imperative to continuously check the position of its tip with an image intensifier. Fluoroscopy is also necessary whenever cannulated instruments are advanced over a k-wire. ¿ ensure that bone debris does not accumulate in the cannulation of the instrument to reduce the risk of instrument binding on the k-wire." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
The customer reported that: "procedure: osteosynthesis for femoral neck fracture - placement of gamma long nail. During the operation, at the time of the aiming for the cervical screw, use of a threaded kirchner wire. Several sights are performed under x-ray control in front and in profile. During the operation, the smooth part and the threaded part broke, the distal tip was found in the nail eyelet consequence(s) of the adverse event : increase in the duration of the procedure radiation exposure ++ for the operating team and the patient recovery action(s) taken: recovery of the threaded tip under x-ray with a long instrument. Use of a new wire and completion of the procedure."